Event description:
According to physician documentation: pt has had persistent lifestyle-limiting pain and discomfort since his total hip replacement. He has had squeaking, popping and persistent pain. According to the physician's documentation, he had the original hip replacement in 2007 with stryker implants, one of which has been recalled. He has been readmitted to the hospital for explant and hip revision. Specific product information not available. Original hip surgery was not performed here. Dates of use: 2 years.